Event description:
It was reported that during a lap cholecystectomy procedure, when the nurse was firing the device to load it, the clip fell out. The surgeon then tried to fire it, but the clip would not close and fell out in the open position. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 08/11/2008. Info anticipated, but unavailable at this time.